Event description:
A malfunction on the pump was reported by the caller, which resulted in the customer's blood glucose level exceeding a high value, although the specific measurement was unknown. At the time of the call, the customer had not taken any action to address the high glucose levels but had not required assistance from a third party. Tandem technical support provided guidance on resetting the pump, which resolved the malfunction without a recurrence. The customer was instructed to continue using the pump and to contact support if any malfunction code reappears.